Event description:
Allegedly, hospital staff attached portable light source to patient's thigh during 2.5 hour procedure and patient received a 1.5" x 3" burn in that location. They applied ointment to the burn site. Patient in stable condition post-op.

Manufacturer narrative:
Our instructions for use and labeling on the side of the portable light source caution user to use this portable light source for no longer than 10 min and then power off for 5 min to cool. Our instructions for use also caution the user not to have device in proximity of patient. So portable light source should not have been running continuously for the 2.5 hour procedure and should not have been attached to patient. Hospital was so advised.